Manufacturer narrative:
Product analysis: manufacturer's analysis confirmed the customer comment that the external pulse generator (epg) button for adjusting the ventricular output did not work. It was indicated that the knob was stuck and a substance was found between the knob and the housing. The epg was repaired and returned to use. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the external pulse generator (epg) button for adjusting the ventricular output did not work. The epg was returned for service. There was no patient involvement.